Manufacturer narrative:
The device was returned to the manufacturer and an investigation is anticipated. This report will be updated if the investigation requires.

Event description:
During an rf procedure, the device did not get to the proper temperature during lesion mode. Troubleshooting efforts were unsuccessful and back up equipment was not available. The patient had already been given anesthesia when it was decided to cancel the case. No medical intervention was required as a result.